Event description:
It was reported that the patient came into the clinic feeling dizzy. An x-ray revealed that the ventricular lead entered the pericardium and the helix entered the myocardium. During the removal of the lead an insulation crack was noted under the sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.